Event description:
It was reported that this pacemaker showed no pacing spikes at electrogram (egm) and was not able to be interrogated. Furthermore, the patient was in low pacing rates. At this time the pacemaker has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.